Event description:
A malfunction represented by code malf 25 was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Customer support decided to replace the pump, providing the customer with a replacement that included updated software. Instructions were given regarding the return and storage of the faulty pump, which the customer acknowledged.